Event description:
It was reported via facility medwatch (mw5096383) that the patient developed a new and increased pain in the back muscles and spine after receiving the spinal cord stimulator. The ipg was overheating and causing shocks to the patient even when it was turned off. The patient underwent a revision procedure that resulted to the patients pain to be debilitating which resulted to the ipgs removal.